Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 36 mg/dl. Customer was hospitalized due to hypoglycemia. Customer was treated with syrup in IV and food. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported of receiving a lost sensor. Customer reported that sensor was hurting and when removed, it was found that sensor cannula was bent. Customer reported that settings in insulin pump had to be adjusted due to weight loss as customer was getting too much insulin.